Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The indicator of the emergence lamp on the front panel was flashing due to a faulty harness for the lamp. This lamp failure led to the reported e207 communication error. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source¿s spare lamp was malfunctioning during an otorhinolaryngology procedure. According to the initial reporter, in addition to the spare lamp not functioning, an e207 error code was present. Reportedly, the subject device was still used to complete the procedure without any delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, front panel emergency lamp was blinking due to defective harness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.